Event description:
Elderly female pt with prior open infected sternal wound from open heart surgery was treated on (B)(6) 2014 with acell wound sheets and matristem powder applied in a non-sterile office setting. She presented to the emergency room one week later, with inflammation around the wound site. She was admitted, the wound site was debrided and the wound sheet dressing removed, and antibiotics administered.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local and manufacturer operating procedures. A sister graft from the same lot was tested at an outside lab for sterility and passed with no growth. There was no report of device failure at the time of surgery.